Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient started swimming 10 days after the implant procedure of the implantable cardiac monitor. The patient reportedly had big pectoral muscles and was swimming regularly for three weeks causing the implantable cardiac monitor to "pop out" from the implant pocket. The patient presented to the local clinician and had the implant site treated and tested for infection. The result of the culture test revealed that the implant site was not infected. The patient was being treated with antibiotics at the time for urinary tract infection and no additional medication was prescribed. The patient had no symptoms otherwise and was following up with the local physician. No further incident was reported.